Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type: catheter. (B)(4).

Event description:
As of the date of this report, the patient stated that she was currently living in (B)(6) and could not find a doctor to manage her pump.

Event description:
Three to four years prior to this report, the patient¿s pump started to run out of medication. The pump ran completely dry as she could not get transportation to get the pump refilled. She missed the refill and got very sick; she was ¿deathly sick¿. The patient ¿wanted to kill herself it was so bad¿. The pump alarmed for days. The patient eventually got the pump refilled. There was morphine and one other drug (unknown) in the pump at the time of the event. The patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.